Manufacturer narrative:
H10: the actual device and two photographs of the sample was provided for evaluation. The reported issue was easily identified by visual inspection of the photo samples; however, the issue was not easily identified by initial visual inspection on the actual sample. Functional testing of sample was performed, a leak was identified from the administration spike port bonding area on the returned sample. The reported condition was verified. The cause of the condition could not be determined; however the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. This was observed during the visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.